Event description:
Pt underwent total knee arthroplasty. Radiographs indicated locking bar component on the tibial prosthesis had disengaged. Revision procedure to replace the tibial bearing and locking bar components was performed.